Manufacturer narrative:
The returned air gas module which regulates the inspiratory air gas flow to the patient has been investigated. The reported pre-use checks failures were reproduced during testing of the returned gas module in a reference ventilator. Several alarms were generated during ventilation tests. The failures were caused by a defective delta pressure transducer on a printed-circuit board inside the gas module. Microscopic inspection showed dried stains inside the pressure transducer. The delta pressure transducer is part of the flow measuring in the gas module and its failure leads to inaccurate gas flow regulation. Ocular inspection showed moisture traces in the filter housing of the air gas module. Our conclusion is, that moist air is the root cause for the delta pressure transducer's failure.

Event description:
(B)(4).

Event description:
It was reported that the ventilator was failing the pre-use checks tests. There was no patient involvement reported. (B)(4).